Event description:
The pt was admitted to the hosp for open capsulectomy with removal and replacement of bilateral silicone gel breast prosthesis secondary to bilateral capsular contractures and intracapsular rupture of both breast implants. These breast implants had been placed 30 yrs ago. The pt authorized the hosp to dispose of her surgically removed bilateral breast implants.